Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on charge coupled unit, a noise image occurred. Because the electrical contact of video connector was shaved, a noise image occurred. In addition, due to damage on charge coupled unit in endoscope connector, color tone of the image was not proper. (Image is magenta or green only) due to damage on video plug, color tone of the image was not proper.(image color is magenta or green only) video connector was damaged. The control unit had a scratch. Grip had a scratch. Switch button 1 had a scratch. Angulation lever had a scratch. The right/left lever had a scratch. The up/down plate had a scratch. Right/left plate had a scratch. Lock engagement lever had a scratch. Light guide cover glass had a scratch. Light guide connector had a scratch. The video connector case had a scratch. Video connector case had a crack. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The operation manual provides the following: ¿[inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in white light imaging (wli) and narrow banding imaging (nbi) observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a failure of circuit board in the control section, a defect of the circuit board in the video connector, or a defect of the system side, due to stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
The subject device (endoeye flex deflectable videoscope) is an olympus loaner asset that was returned for displaying an abnormal image. There was no report of user or patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the color tone of the image was abnormal.